Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ insyte autoguard bc had back flash and blood coming out around the push button. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Received one used iag bc 20ga retracted unit in an opened package on from catalog number: 382533, lot number: 8243739. Catheter/adapter was not returned for evaluation. Visual/microscopic evaluation: there were bodily fluids in the flashback chamber the needle was pushed to the out position and observed the following: no mechanical/physical damage was observed on the white button. Flashback test: performed a flashback test, no there was no fluid coming through the whit button. Indeterminate ¿ the defect leakage described in the incident report could not be confirmed or replicated with the returned unit. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident.

Event description:
It was reported that bd¿ insyte autoguard bc had back flash and blood coming out around the push button. No serious injury or medical intervention was reported.